Event description:
It was reported that the patient had ¿been without the patient programmer for so long, they hadn¿t had to have it turned up and been doing good.¿ it was noted that the patient got into a car accident in (B)(6) 2013 and ¿from the pain and therapy and from the pain he started shaking more,¿ it was noted that within the year, he had to go up there on the day prior to report and had it turned up. It was noted that at the time of report it was tolerable but the patient thought they need to turn it down. It was noted that the return of symptoms occurred following the accident. It was noted that the patient had their device checked on the day prior to report and all wires and all that they checked was fine. It was noted that with the patient¿s type of shaking ¿like before he had the surgery¿ if he was hurting or wasn¿t feeling good he would shake more than what he usually did. It was noted that the patient did shake really bad and after the wreck a month down the road after starting therapy and stuff it was so much on the patient pain wise but that he wasn¿t shaking bad. It was noted that going from shaking constantly to having this surgery and it worked great. It was noted that the patient did not like shaking again after the wreck and had to get it turned up.

Manufacturer narrative:
Product ID 3389s-40, lot# v794127, implanted: 2011 (B)(6); product type lead product ID 3389s-40, lot# v794127, implanted: 2011 (B)(6); product type lead product ID 37085-60, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 37085-60, serial# (B)(4), implanted: 2011 (B)(6); product type extension. (B)(4).